Event description:
It was reported that the event occurred during implant.

Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.